Event description:
It was reported that the patient experienced frequent low glucose events, including a low following a breakfast meal when the ilet delivered a correction before the meal announcement and then approximately 10 units after the announcement, which likely contributed to post-meal hypoglycemia; the patient treated with oral glucose and glucose stabilized, and the device issued an urgent low alert, while the medical device problem and device component were recorded as insufficient information. Symptoms included hypoglycemia with warmth, lightheadedness, anxiety, diaphoresis, and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user/caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component remaining insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.